Event description:
It was reported to vyaire medical that the 3100a ventilator cannot hold pressure. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer indicated that the end user's circuit is still connected to the vent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.